Manufacturer narrative:
This report is being sent to correct our previous submission. Updated: b5 health impact: him -gen - 27.

Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam degradation on the blower foam. Additionally, no error codes were reported from the device. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
This report is being sent to correct our previous submission. Updated: box b: adverse event or product problem> problem

Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam degradation. The device was scrapped by the service center after the evaluation was completed.

Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam degradation. Additionally, the service technician noted dust contamination. The device was scrapped by the service center after the evaluation was completed.